Event description:
Customer reported machine does not hold pressue when in the bag mode with the apl valve closed. There was no report of patient involvement. Ge heathcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been complete.